Manufacturer narrative:
Csi received confirmation that the device was discarded and will not be returned for analysis. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced into a severely calcified proximal lesion in the right coronary artery, which was tortuous, with the use of glideassist. Treatment was delivered with distal-to-proximal technique. The oad stopped spinning during treatment. The oad driveshaft had fractured on the proximal side of the crown. The fragment remained on the viperwire and was removed when the wire was retracted. The patient was well.